Event description:
It was reported that during the implant of the lead, there was bad sensing and threshold values. The lead was then repositioned in the apex. The day after implantation, the sensing value decreased. The physician decided to switch the polarity to unipolar which resulted in better sensing values. The patient also experienced angina pectoris and was found to have a pericardial effusion, which subsequently resolved. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.